Manufacturer narrative:
The device involved in this event is an unknown device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a competitor manufacturer representative (rep) regarding a patient with a device. It was reported the patient would be having the device explanted because the system was "coming out". No further information was given because the rep immediately ended the call. No further complications were reported or anticipated.